Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). A fluid was infuse when an audio alert went off and when the pump was check, the alert on the attached email was what found and did not sound like the pump was running at that point. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.